Event description:
Boston scientific crm received info that this right ventricular lead dislodged. During an attempt to reposition this lead, it was noted that the physician was unable to fixate the lead to the myocardium. The physician explanted the lead and noted that there was tissue stuck in the lead helix. A new lead was successfully implanted without incident. To date, there have been no adverse pt effects reported.